Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the (B)(6) 2020. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to potential user error, as no fault was found with the device. This device shall by retained by heartsine as per complaint handling procedure.

Event description:
Patient involved. Failure of power button during patient event. Patient survived to hospital admission.